Event description:
During a remote follow-up, an episode of noise resulting in oversensing was observed on the right ventricle (rv) lead. Diagnostic imaging was performed, and no anomalies were observed. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.